Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display and a damaged battery cap. The customer's blood glucose reading was 103 mg/dl at the time of incident. Troubleshooting found that the battery cap was bent and was unable to make contact with the battery. Customer was advised that a new battery cap would be provided. Troubleshooting was unable to discuss the recommended battery type with the customer.